Event description:
Patient reported they still have a gap between their front two teeth and their aligner is putting a lot of pressure on their left canine tooth causing it to be sensitive to touch. Patient provided letter of recommendation from their dentist for them to immediately stop aligner treatment. X-ray was taken that showed the patient has a fractured tooth. They are to cease treatment to prevent further damage to the upper right central incisor.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.